Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 58-year-old male with a medical history significant for crohn's disease, hypertension, hyperlipidemia, and chronic tobacco use presented to the emergency department with severe chest pain and shortness of breath. The patient was diagnosed with a st-segment elevation myocardial infarction cardiogenic shock and was found to have a complete blockage of the left-sided coronary arteries. The clinical team elected to implant an impella cp heart pump for hemodynamic support. The pump was successfully inserted; however, upon activation, it immediately generated suction alarms and demonstrated low blood flow. The physician decided to remove the device, and upon explantation observed thrombus on both the impella inlet area and the pigtail. A new impella device was prepared and implanted successfully, achieving adequate blood flow. The physician declined the recommendation to perform an echocardiogram to assess the left ventricle for residual thrombus, despite evidence of clot formation on the first device. The patient subsequently died while on mechanical circulatory support approximately five hours later. While the second pump will conservatively be coded for death, it was more likely related to the patient¿s underlying clinical conditions.